Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Reason: there has been no mistreatment or injury reported. The unexpected table movement may cause an injury of the pt or a mistreatment (dose to wrong location) if not detected by the therapist. Probability: c (remote). Reason: the sys works as specified. The treatment fields that were selected in auto sequence have different planned table values. These different table values in the treatment plan cause the unexpected table movement. The user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always monitor the delivery of a fraction group that contains more than one beam carefully. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for emergency power off, which may be used to stop treatment and all movement. However, it may happen that the user does not recognize small table movements and subsequently the dose may be delivered to wrong location. No other products are concerned.

Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. This complaint was filed by the preparer as performance complaint and the initial review by the dcu did not find any indication of safety relevance. However, the investigation revealed that it is a safety issue. This complaint was then discussed in the safety council after the investigation report was available. It has been reported that an error message comes up every time before a port treatment is scheduled after position verification beams are taken and offsets applied. Workflow leading up to this message: "pos verif beams taken and offsets applied." Treatment beam with pre-port is selected and downloaded for treatment. Error message comes up. The only action after this is to close the pt on the rtt and resend from mosaiq again.